Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons on the insulin pump were consistently not working when she wanted to bolus for a meal. Customer's blood glucose level was 58 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.